Manufacturer narrative:
Olympus will investigate the case in order to assess the incident.

Event description:
The user reported that a wheel of the device broke off. However, no one was harmed.

Manufacturer narrative:
The olympus keymed investigation was closed. Due to insufficient information received and no return of the suspect part a meaningful investigation was not possible by the legal manufacturer. The workstation was sold to the customer in 2016 and there were no records for repair or service history since purchase. It should be noted that the instructions for use (IFU) for the wm-np2 workstation does advise the following: "check the security and condition of castors at six-monthly intervals. If loose and/or excessively worn, contact olympus for service."